Event description:
A pt or pts at the facility died, allegedly due to an infection. The report suggested that the infectious strain p. Aeruginosa, was found to be present in drain of the whirlpool used by each of the deceased. The whirlpool is manufactured by this co and is the reason for this report. A copy of the findings of the rep of the facility is included for inspection. It is the opinion of the co that, if the hosp was properly disinfecting the whirlpool/bath and using the recommended disinfectant as spelled out by the MFR of the whirlpool, the infectious strain would not have been present.